Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances, and that the patient experienced pericardial effusion from the rv lead. The patient underwent pericardiocentesis. The lead was extracted and replaced. It was further reported that the right atrial (ra) lead exhibited high, rising impedances. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced an abnormal amount of bleeding. The perforation spontaneously sealed itself. The patient was administered a high dose of epinepherine resulting in a stress cardiomyopathy. The ejection fraction returned to normal before discharge. The patient is part of the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator (ICD): (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.